Manufacturer narrative:
Date of event was reported as follows: uti issue: (B)(6) 2018; not feeling anything (patient was asked but was unknown) but also noted as (B)(6) 2018 ("like 2 days before" the patient was seen on (B)(6) 2018 for theuti). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to work with their programmer because they were not feeling anything and that it was not really helping with their bladder control symptoms. Later, the patient stated that ¿it does and it doesn't then pt said it helped 50% or better¿. The patient reported that they went to their healthcare professional (hcp) last thursday for a urinary tract infection and was to go back in 10 days to have it rechecked. Additional information received from the patient on (B)(6) 2018 reported that the patient¿s hcp told them to contact the manufacturer¿s representative to have their device programmed. The patient stated that since they don't have the programs the device was not working. It was reviewed the patient had a ¿general setting¿ and could connect to their ins. There were no further complications reported or anticipated.